Event description:
Allegedly, revised due to infection.

Manufacturer narrative:
The reported condition of overinfusion was not confirmed or duplicated. The flow rate was found to be within the specification. (B)(4).

Manufacturer narrative:
The device has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
On (B)(6), 2010, customer contacted baxter to report an incident of overinfusion with an infusor. The customer reported that the flow rate was faster than normal and infused one day earlier than expected. The patient indicated that she was not exposed to any extra heat source around the fluid restrictor. The problem occurred during patient use; there was no reported patient injury or medical intervention. The sample is available for evaluation. On (B)(6), 2010 the customer provided additional information. The incident occurred on (B)(6), 2010. The expected time of infusion was 7 days x 24 hrs = 168 hrs. Fluouroracil was being infused. The drug concentration was 430 mg/252 ml 3.69 mg/ml. The total fill volume was 252 ml. The diluent used was d5w. Patient received planned dose of chemotherapy, one day earlier than scheduled.